Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height main drawer 5 not detected closed. A field service engineer (fse) had removed the back panel and found the latch sensor light off. The fse inspected the latch assembly and discovered the latch sensor was loose. The fse reassembled the device, and the latch sensor light turned on after the device reboot. The customer successfully recovered the full-height drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 would not open, restarted but still same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.